Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13856; related manufacturer reference number: 2938836-2019-13857; related manufacturer reference number: 2938836-2019-13858. It was reported that the patient presented in an emergency room with pocket swelling, blood culture and fever. A transesophageal echocardiography (tee) was performed, and vegetation was noted on the atrial lead. The patient is dependent due to atrioventricular (av) nodal ablation. There is no known allegation from a health professional that suggests the infection was related to the device or the leads, but it is unknown if infection was procedure related. The whole system was explanted, and a temporary lead was implanted into the right ventricle via the internal jugular (ij) vein and the existing device was used as the external pacemaker until the patient was treated with antibiotics. Plans to reimplant the system on the right side and removal of ij lead during that time was discussed. The patient was stable post procedure. A new replacement pacemaker, right ventricular and left ventricular leads were implanted on (B)(6) 2019. The patient was stable throughout the procedure